Event description:
It was reported that by the end of procedure, the laser had burning smell coming out of it. The procedure was completed with the original device without patient complications. Further investigation revealed that the device displayed error code 852 (shutdown failed) and did not have power.